Manufacturer narrative:
H6: updated. H3: one device was received. A visual inspection found that the downstream occlusion seal was delaminated and the upstream occlusion seal was buckled. Both seals were replaced. During the functional testing, the customer reported complaint was unable to be confirmed as the results of the accuracy test were within the specified range. Unit passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was over infusing and needed calibration. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.